Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the vitrectomy probe had poor cutting during a surgical procedure. The procedure was completed by exchanging the probe. There was no harm to the patient.

Manufacturer narrative:
Additional information: one 25ga+probe sample was returned for evaluation for the report of poor cutting during surgery. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the lots traceable to the reported lot indicates there were no additional complaints for the reported issue. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed initially nonconforming. The cutter did not open or close. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 25 to 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was a slight resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area, cutting edge, and down the front of the inner cutter. The complaint evaluation does confirm the probe cut performance was nonconforming. The exact reason for the poor cutting cannot be determined from this evaluation. The most likely root cause of the poor cutting appears to be from a worn or damaged inner cutter from its use. The cutter quality had deteriorated during its approximately 25 minutes of use compared with the vitrectomy portion of the procedure which is typically less than 20 minutes the wear marks on the inner cutter also support the performance deterioration. (B)(4).